Manufacturer narrative:
(B)(4). The customer returned one used spring-wire guide assembly for evaluation. A bend was identified near the middle of the guide wire and another bend was identified near the j-tip. The first bend was located 341 mm from the proximal end and the second bend was located 574 mm from the proximal end. The j-tip was found to be slightly out of alignment. No coil offset was observed. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. A device history record (DHR) review was not required for this complaint investigation. The instructions-for-use (IFU) that are packaged with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU warns against using excessive force in placing or removing the guidewire as excessive force can cause component damage or breakage. Other remarks: the customer reported issue of the spring-wire guide being difficult to advance in the patient was confirmed during the sample investigation. Visual inspection was performed and the guidewire was found to have several bends. Dimensional inspection was performed and no issues were identified. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample it was determined that the cause of this issue is operational context.

Event description:
The customer reports during insertion, md was unable to advance the swg properly due to the swg (spring wire guide) tip location. Swg was inserted from internal jugular vein but the swg did not advance into the superior vena cava, but went to wrong direction continuously. The md tried many times following IFU, but it didn't work. Md opened and used new sets. Procedure was completed.

Manufacturer narrative:
(B)(4). Preliminary investigation of the returned sample indicates swg kinked in use.

Event description:
The customer reports during insertion, md was unable to advance the swg properly due to the swg (spring wire guide) tip location. Swg was inserted from internal jugular vein but the swg did not advance into the superior vena cava, but went to wrong direction continuously. The md tried many times following IFU, but it didn't work. Md opened and used new sets. Procedure was completed.